Event description:
Additional information reports that the patient was undergoing a lead revision due to stimulation in wrong location that could not be corrected with reprogramming.

Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was noted that the battery had reduced capacity due to overdischarge.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported there were impedances greater than 10,000 ohms on electrodes 11-15. It was noted stimulation was in the wrong location. Troubleshooting included impedance testing and x-rays. Patient had a lead revision due to stimulation in the wrong area. New leads were placed and impedances were checked with the multi lead trialing cable (mltc) and were within normal limits. Impedances were checked again after connecting leads to the existing battery and contacts 11-15 were found to be greater than 10,000 ohms. The battery was replaced and the impedances were within normal limits with the new battery. After replacement the patient was receiving good coverage and pain relief.

Manufacturer narrative:
Product ID 3487a-33 lot# j0340402v, implanted: 2003 (B)(6); product type lead product ID 3487a-33 lot# j0340402v, implanted: 2003 (B)(6); product type lead product ID 748951 lot# serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 748951 lot# serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 37092 lot# 282090001, implanted: 2011 (B)(6); product type accessory product ID 37743 lot# serial# (B)(4); product type programmer, patient product ID 37752 lot# serial# (B)(4); product type recharger product ID 74002 lot# n240254, implanted: 2011 (B)(6); product type adapter product ID 3487a-33 lot# j0340402v, implanted: 2003 (B)(6); product type lead product ID 3487a-33 lot# j0340402v, implanted: 2003 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.